Event description:
It was reported to boston scientific corporation in late 2008 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown). According to the complainant, during the procedure, the "coating stripped" and the device was replaced and the procedure was completed with another hydra jagwire. There were no patient complications due to this event.

Manufacturer narrative:
A visual examination of the returned guide wire revealed that under 10x magnification the dream end of the device appeared wavy, and the pebax have moved toward the distal end from the teflon sleeve flare; exposing 2 cm of core wire. A portion of pebax appeared to have folded into itself and it unable to determine if a portion of pebax was detached. In addition, the teflon section after the flare appeared as if the sheath was exposed to excessive heat. However, no sheath or split ripped was noted along the entire length of the wire. The dfu states "under electrosurgical information states: always make sure that a good return path to the electrosurgical unit is maintained, if the wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase unit acceptable cutting effect is achieved." In addition, the dfu also states "do not use with metal tip catheter. With drawing the guide wire through a metal tip catheter may damage the surface of the guide wire. Use a single sphincterotome to ensure that the material between the lumens has not been compromised." Although the investigation results indicates that procedural factors may have contributed to the device failure the root cause could not be determined.